Event description:
Pt symptomatic of withdrawals from baclofen pump malfunctions. Once lines visualized, connected catheter was broken/sliced. Removed from patient and new catheter inserted and connected to prior pump/generator which is in working order. Old, defective catheter collected and sent to manager (B)(6). (B)(4) at bedside as well, aware. (B)(4) (B)(6) notified to pick up catheter from facility. Unable to document specific implant information on this report, as explanted item has no visual identifiers. Pt history of multiple implant procedures reflects medtronic item usage. Implant history available if needed. Per facility director, item not to be released to rep. Item kept in facility, available if needed. (B)(6), (B)(6) 2020 / (B)(4).